Event description:
It was reported during a routine follow-up, the device could not be interrogated. The details of the troubleshooting are not known but indicated that communication could not be established. The device was successfully explanted and replaced on the next day following the exhibition of premature battery depletion. The patient was reported asymptomatic before, during, and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.